Event description:
Affiliate reported that a brilliance artificer was used to localize the piece of the probe that broke off in the channel near the thigh. An incision was made to retrieve the piece of the probe. In probing and stripping the saphenous vein. The probe broke off at the level of the insertion of the retainer where it inserts in the traction dome. As a result surgery was delayed.

Manufacturer narrative:
MFR has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.